Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the ergonomics error reported on the system, which included the replacement of specific parts associated with the manipulator at the surgeon side console.

Event description:
It was reported that during setup prior to starting a procedure with the da vinci 5 system, the operating room staff contacted technical support regarding an ergonomics error and requested assistance to disable the feature. Technical support reviewed system logs and noted an error related to the column. The customer had already attempted a power cycle, but the error persisted. Technical support then instructed the customer to perform a hard power cycle of the surgeon¿s console, after which the system powered up without further ergonomics errors, allowing the customer to continue with setup. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical motor module on the surgeon side console (ssc). The system was tested following the replacement and no further errors were observed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the motor on the test system and replicated errors 23062 and 23055. Visual inspection was performed and found that the connector is burned out.

Event description:
Refer to h11 for follow-up information.